Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Tracking number: (B)(4).

Event description:
Procedure: lap hernia repair. According to the reporter: the device was sticking. There was a delay in surgery time over 30 minutes. This delay in surgery did not affect the pt in any way. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incisions more than one inch. There was no unanticipated blood loss of more than 500cc. No device fragment fell in the pt cavity.

Event description:
According to the reporter: per additional information received, "the device was sticking" means that the surgeon had difficulty toggling the device.